Event description:
On (B)(6) 2025, a clinical diabetes specialist (cds) reported that the user experienced a low blood glucose (bg) event while dining at a restaurant leading to loss of consciousness. Emergency medical services were not called. The event was treated with rapid-acting carbohydrates. Upon returning home, the user performed a fingerstick bg check of 72 mg/dl, while the cgm read 56 mg/dl. The cds suspected the user may have accidentally delivered insulin while performing a fill tubing step while still connected to the infusion set.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device logs for (B)(6) 2025 found no malfunctions or dosing errors. A tubing fill of approximately 13.26 units was performed at 06:21 am, following an infusion set change. Based on this log data and the reported sequence of events, it is likely the user remained connected to the infusion set during the tubing fill step, resulting in unintentional insulin delivery. The ilet operated as intended, and the root cause appears to be use-related. No device malfunction was identified.